Event description:
Consumer reported she opened a tampon for use and the plunger was broken and the tampon string was cut off. She did not use the tampon and discarded it.

Manufacturer narrative:
Consumer sent a photo of the actual sample and a visual inspection observed the string was cut and the plunger of the tampon was also broken, which was likely due to manufacturing. Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.